Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated.

Event description:
Additional information received indicates the patient was implanted with a scs system to address the ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.